Manufacturer narrative:
H10: the actual device was not available; however, two (2) retained samples were evaluated. The retention samples were visually inspected and no issues noted. The retention samples were functionally tested including gravity tested and leak tested under water with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set with interlink had a crack in the spike which allowed air to start ¿to come through the line and the chamber below the spike was running out of drug¿. The set was being used to deliver an unspecified drug on an infusion pump which caused an air in line fault message. This issue was identified during a patient infusion. As a result, the infusion was stopped and the ¿spike was pulled out of the bottle¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.